Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5172825.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high out-of-range shock impedance. No changes or intervention was reported, and it was noted that the lead remains in service. There were no patient consequences reported.